Manufacturer narrative:
Reported event: it was reported that after surgery was completed I was taking out the saw attachment and a small bolt fell out of the mics handpiece. There was 1 bolt missing out of the 3 bolts from the inside of the handpiece. Product evaluation and results: as per attached picture it shows that one screw was missed from the device but further inspection could not be performed as the device was not returned. Product history review: device history records indicate (B)(4) devices were manufactured under lot k087t and 23 including 4201023 were accepted into final stock on 9/7/16. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k087t shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Event description:
After surgery was completed I was taking out the saw attachment and a small bolt fell out of the mics handpiece. There was 1 bolt missing out of the 3 bolts from the inside of the handpiece. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After surgery was completed I was taking out the saw attachment and a small bolt fell out of the mics handpiece. There was 1 bolt missing out of the 3 bolts from the inside of the handpiece case type: tka.